Event description:
A customer reported that during quality assurance the table continued to travel down after the button was released. The customer created a bug report which was reviewed by a field service engineer. A new gantry control button assembly was ordered as a replacement. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).